Event description:
It was reported that during a da vinci-assisted surgical procedure that error c-34 occurred against the erbe generator. The site used a 3rd party generator to continue the procedure. There were no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the unit tested on system, presents c-54/c-00 error on startup. C-00 errors in erbe logs. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. .

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and found the condition could not be confirmed through system logs. During testing, the unit displayed error code c-54 at startup, and the erbe logs recorded codes c-00 and m-0b. The complaint regarding error c 34 was confirmed by failure analysis. The probable cause of error c-34 and c-54 is attributed to a faulty electrical component inside the erbe generator.

Event description:
Refer to h11 for follow-up information.